Event description:
Customer reported that their pump's screen was damaged and peeling, the battery life was reduced. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up from support, and no further actions were recorded.